Event description:
Dose or amount: use as directed with ohtuvayre [inhale the contents of 1 ampule (3mg/2.5ml) via nebulizer 2 times a day]. Patient reported her nebulizer was not working. Patient stated the medication seemed to be going in the air hose and not working properly. Unknown if device available for return. Unknown if patient missed dose or experienced an adverse event. No additional information provided. Reported to (B)(6) by pt/caregiver.